Event description:
The manufacturer received information alleging a bipap vision shut down with a blank screen while in use. It was reported there was patient harm. No further information has been made available. The investigation is still ongoing. The manufacturer will submit a follow up report when the investigation is complete.